Event description:
It was reported that a user of the ilet insulin pump experienced hyperglycemia and contacted support with a blood glucose of approximately 250 mg/dl while asking if the pump was allowing glucose to rise; review of pump reports indicated insulin delivery was occurring and glucose trends had been relatively stable, and the user¿s glucose decreased to 246 mg/dl by the end of the call. Symptoms included hyperglycemia. Outcomes included no injury, no alerts, and no need for medical intervention or hospitalization. Investigation included review of device data and coaching on monitoring and follow-up. Investigation of this case revealed no device malfunction, no alarms, and continued insulin delivery, with glucose declining during the interaction; the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the event was not attributable to a confirmed device failure and the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.